Manufacturer narrative:
Multiple attempts for product return and additional information requests were made. The unit has not been returned to allow an analysis to be performed. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there were inaccurate spo2 readings. The patient had a pulse ox of 81% at 0620 on the monitor and a pulse ox of 81% at 0720. The patient required medical intervention of increased fio2, bag-valve-manual ventilation and bronchoscopy.